Event description:
Provider states the seat is placed in the top position on the seat post and the seat is very wobbly, unstable. After looking at it, it looks like the provider placed a spot weld on the seat post in the past in hopes to add extra support. There is also a hex head bolt mounted through the seat post which is not the threaded bolt that is supposed to be on this chair.